Manufacturer narrative:
Unit received with blank display due to severely broken off battery tube threads/battery compartment not allowing proper contact with battery and battery cap. Unit received with cracked case at battery tube threads and fading serial number label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack at back. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.